Manufacturer narrative:
The intended primary use of this product is as an information technical equipment in an office or domestic environment. The product is intended to be connected to a computer and is not intended for the display of television broadcast signals. During the investigation a visual and functional test was performed. The result was that the monitor had fallen down. The cause of the issue is a broken monitor wall mount (construction and installation by third party supplier). The action to resolve the issue was a new construction and installation of the wall mount by non-baxter supplier, monitor was checked by baxter technician with no problems/damages. Although there was no reported injury with this event, if the report of a monitor dropping were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
A other health care professional contacted technical service to report that the helion video integration system had an issue, monitor dropped off the wall. There was no patient injury or death reported with this event.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.